Event description:
The endeavor sprint drug-eluting stent was implanted in the 1st obtuse marginal during the index procedure.

Event description:
Patient had one endeavor sprint rapid exchange (rx) drug eluting coronary stent implanted during index procedure. However, it was reported that approxmately 1 year and 7 months post stent implant, the patient died due to shock.

Event description:
Additional information reported that the patient suffered an mi approximately 10.5 months post index procedure. It was not assessed whether this event was related to the study stent.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).